Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 309628, batch#: 4054302. It was reported that the bd luer-lok had a scale marking issue. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached: item - 309628, lot - 4054302. (B)(4) on 07nov2024, regeneron medical information received a return/replacement request from for 1 eylea hd vial kit. Per reporter, the markings on the syringe are missing, doctor didn¿t know how much to fill it or how much to give. This was noted when starting to draw it up. No patient missed receiving a dose of eylea hd due to this event. There were no adverse events reported. The reporter was requested to store carton and product for retrieval. The needle is attached. No additional information was available at the time of this report. Version 2: on 07-nov-2024, regeneron medical information received an email from the reporter providing images of the suspect product. Please see the attached source documents for additional information. No additional information was available at the time of this report 1. Could you provide a photograph that includes the lot number? Yes a.if yes, would you please send it to xxxxx. 2. Were non-supplied components used in preparing/administering the dose (eylea only)? No a. If yes, what was used? (Brand & item #). 3. Was the tamper evident seal present on the carton? Yes. 4. Was the tamper evident seal intact when the product carton was received? Yes. 5. Was the shipping container damaged? No a. If yes, what part of the shipping container was damaged? 6. Was the product carton damaged? No a. If yes, what part of the carton was damaged? 7. Specify which component was damaged (eylea only): syringe. 8. Was the damaged noted: during withdrawal from the vial.

Manufacturer narrative:
Pr (B)(4) - supplemental MDR - scale marking issue. One photo was provided to our quality team for investigation. Upon photo evaluation, it was observed that one syringe has extremely skewed scale markings. The condition observed is non-conforming per product specification. Potential root cause for the skewed scale defect is associated with the marking process. These conditions are occurring below their expected frequency, so no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 4054302. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.